Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the adverse event term was updated to new infarct in proximal basilar artery. The event was an acute ischemic stroke and was a recurrent stroke. The event was not treated with mechanical thrombectomy using the study devices. The react catheter was not used.

Event description:
Medtronic received a report that the patient experienced infarct in new territory (proximal basilar artery.) This was an acute ischemic stroke. This was a recurrent or new stroke. The event was not treated with mechanical thrombectomy using study devices. This event led to serious deterioration in the health of the subject, as defined by: medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Mr diffusion showed infarct in new territory, right paramedian pons which was not clinically significant. Diagnostic procedure date was (B)(6) 2022. There was prolongation of patient's existing hospitalization. Patient was hospitalized from (B)(6) 2022 to (B)(6) 2022. This ae resulted in concomitant or additional treatment. The patient recovered and the issue resolved on (B)(6) 2022. This adverse event (ae) was assessed by the investigator and sponsor as probably related to the study procedure (mechanical thrombectomy), possibly related to the disease under study, not related to an underlying condition or disease other than the disease under study. Not related to the solitaire stent or react catheter. The rationale for the relationship to system or procedure was patients with ischemic stroke with etiology icad are at high risk of developing recurrent stroke. There was no assessment for product/therapy/procedure relatedness made by the cec.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Addtional infomration received reported the new cerebellar infarction was assessed as not related to the procedure and causal relationship to the disease under study by site and cec.